Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the tissue remained in the vessel sealer extend (vse) instrument and did not allow a correct sealing. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task being performed was sealing and cutting adipose tissue. The surgeon experienced an issue with the vessel sealer instrument, which did not involve delayed, insufficient, or no sealing. The instrument did not work as expected, but no specific errors were noted. During the sealing sequence, there was an audible signal, and the seal cycle completed with the expected fast audible tones. Tissue remained attached in the jaws. The cut function was working. The target tissue was under tension to improve sealing, and there was no evidence of vessel calcification or prior exposure to radiation or chemotherapy. The jaws did not come into contact with metal objects or become contaminated. There was no unexpected additional bleeding, and the surgeon believed the vse did not work properly. The tissue was caught in the jaws of the instrument. The tissue was visceral fat. There was no tissue excised due to this event. This tissue was planned to be removed as part of this procedure. There were no unplanned surgical tasks performed due to the reported event. The surgeon decided changed the vse instrument for another new one. According to the surgeon, this event has not affected the patient¿s health. According to the surgeon, there is no concern about this event causing any long-term complications with the patient. The patient did not experience any post-operative complications. The patient¿s current status is fine.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.